Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the device log files of the affected device for analysis. Upon review, no technical events (te), technical faults (tf), or ambient mode entries were recorded. However, several operational alarms were identified on 25.02.2026. Therefore, log file analysis for the reported incident date shows no evidence that ventilation was interrupted. Review of the ventilation mode transitions indicates the following sequence: the device generated a ¿check flow sensor tubing¿ alarm, followed by ¿sensor failure mode ventilation initiated.¿ subsequently, the ventilation mode changed from intellivent-asv to pcv+. Ventilation continued throughout all recorded mode transitions. As the ¿check flow sensor tubing¿ alarm was present and followed by ¿sensor failure mode ventilation initiated,¿ it may have triggered the observed ventilation mode transitions. Based on the available information, the most probable root cause of the reported issue was damage to the esm board following a software upgrade to the newest software version 2.0.1. As a corrective action, the esm board was replaced, and the previous software version (1.2.3) was restored. The device successfully passed all service software checks and was returned to use. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Initial analysis. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, no technical events, technical faults or ambient mode entries were recorded. However, several operational alarms were registered. Therefore, log file analysis for the reported event date shows no evidence that ventilation stopped. Investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description: it was reported that the device apparently stopped ventilating. The screen was still active, but no ventilation sound from the device. The following observations were reported in association with the event: clear breaks in trend curves at relevant times at 18:06, the following yellow alarms were documented: high peep, high frequency, pressure limiting, and ventilation adjustment off. At 18:06, a red alarm was documented: ¿check flow sensor hoses.¿ at 18:07, the following yellow alarms were documented: vt low, low frequency, and vt high. Harvested data values for metavision were reportedly missing at 18:06 and 18:07. The ventilator was replaced with another one. No harm to the patient was reported.